Event description:
During shoulder procedure, the distal tip of the shuttle needle broke off. They could not locate it. The dr. Took a second needle to finish the case. The dr. Could not locate the distal tip of the needle that broke off. They did not take an x-ray after the procedure to look for the missing piece. It was stated the dr. Didn't feel it was necessary.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).